Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a faulty mpu producing a continuous alarm, was confirmed when the unit was checked by technical service. A faulty transistor (ref: q4) in one of the two audio alarm circuits was found. The faulty fet transistor was unable to be turned off ¿ producing a constant audible tone. The mpu pcb assembly in the unit was replaced; the repaired unit was tested and returned to the customer. No further information was provided. The manufacturer is closing the file on this event.

Event description:
While mpu is plugged in there is a constant wrench alarm and battery light also illuminated. The batteries in mpu were exchanged but the alarm did not resolve. The product was returned for analysis and pcb damage was found.